Event description:
The original report was that when staff tried to use the stapler there were no staples in the stapler. Additional information reported indicates that the staples were misaligned and would not fire.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 39 staples remaining in the cover block. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. Manual realignment of the staples was attempted; however, the stapler still could not fire staples correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. The sample was sent to the tecate manufacturing site for additional evaluation. At the tecate manufacturing site, a visual inspection of components (pusher, staples, cover block, and rail) was performed, and no burrs were observed. The components were correctly assembled. One misaligned staple was removed. 15 staples were fired successfully. According to the evaluations carried out by tecate and morrisville, the reported complaint was confirmed. It could not be determined what exactly caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of an nc, which was closed on september 14, 2022. The returned sample was manufactured prior to these containment actions and corrections. Per DHR the product visistat 35r 6/box lot # 73f2200467 was manufactured on 06/14/2022 a total of 13,800 pieces. Lot was released on 06/28/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of the nc, which was closed on september 14, 2022. The returned sample was manufactured prior to these actions. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The sample was sent to the tecate manufacturing site for additional evaluation. It could not be determined what caused the staples to misalign. The nc was opened by the manufacturing site to address this issue. The returned sample was manufactured prior to the containment actions and corrections established to address this issue in the nc. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73f2200467 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
The original report was that when staff tried to use the stapler there were no staples in the stapler. Additional information reported indicates that the staples were misaligned and would not fire.